Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the placement of a thoracic epidural catheter, the needle was observed to be excessively flexible, and it was found to have bent during the procedure." No patient harm or injury reported. The patient's status is reported as "fine."